Event description:
Caller reported the inform system gave patient blood glucose result of 11.2 mmol/l at a time when the customer had symptoms of hypoglycemia. A lab sample was taken 10-15 minutes after the inform result. When, at an undetermined time, the lab phoned the result of 2.2 mmol/l to the ward staff, the patient was treated for hypoglycemia. Further details about the treatment are not available. A request was made for the return of the meter, replacement sent. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.